Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records received. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately six months post-implantation due to infection. Attempts have been made and additional information on the reported event is unavailable.